Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial:(B)(4) batch: 5090917.

Event description:
It was reported that the patient experienced inadequate stimulation despite a reprogramming attempt due to high impedances on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. Thee explanted leads will not be returned per hospital policy.